Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf anat brg rt md size 7 PMA, item 159729, lot 319630, therapy date: unknown; oxf twin-peg cmntd fem sm PMA, item 161469, lot 989290, therapy date: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 3002806535-2018-01091 and 3002806535-2018-01099.

Event description:
It was reported that a patient underwent knee arthroplasty. Subsequently, the patient is being considered for a revision for poly swap due to instability.